Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the connecting tube was leaking, the biopsy channel was leaking, the internal metal braid was damaged, and the bending section was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the uretero-reno videoscope was damaged around the bending rubber and had metal braiding protruding. The issue occurred during reprocessing of the device prior to a procedure. The procedure was postponed, and the patient was reported to be in good condition with no reports of harm or impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to the bending section was broken by application of physical stress during user handling. It was possible that broken components of the bending section stuck into a-rubber during user handling, leading to damage of the a-rubber. However, the root cause of the phenomenon could not be identified. The event can be detected and prevented by following the instructions for use which state: [IFU: urf-v2/v2r operation manual chapter 3 preparation and inspection] "important information ¿ please read before use_ precautions do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." [Chapter 4 operation 4.1 warnings and cautions: operation] "do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist." "Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged." Olympus will continue to monitor field performance for this device.